Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-apr-2019 with the following findings: a review of the total daily dose history showed the dates were incongruent changing from (B)(6)19 to (B)(6)19 to (B)(6)19. No data was found in the black box from this time due to continued use. The daily insulin delivery totals appeared inconsistent due to these changes. The pump passed delivery accuracy testing and was found to be delivering within the required specifications. The pump time and date was set. After exercising the pump, the battery was removed. The pump was left without power for 6 hours, and when the pump was powered on it had returned to the default time and date. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2019, the reporter contacted animas and alleged the patient experienced on (B)(6) 2019 a blood glucose of less than 40mg/dl, with cognitive impairment, associated with an alleged time and date issue. Reportedly, the patient remained on the pump, and was treated with intravenous glucose by emergency medical personnel. It was revealed the time and date reset to default when the battery was removed for less than 24 hours and was not corrected by the user. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.